Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient underwent surgery a successful hernia repair and linx implantation of a 17 bead device. Approximately one year later, patient underwent robotic assisted hiatal hernia repair. At that time, the linx device was noted to be in good position. Almost three years after implant, patient was noted to have dysphagia and endoscopy revealed erosion. Patient underwent removal of linx device where it was noted ¿three of the linx beads exposed through the mucosa consistent with an erosion.¿ the surgeon further noted the 17 beads were extracted without dividing the rod ¿as the device was evaluated, there is a separation of the bead and a titanium rod.¿

Manufacturer narrative:
(B)(4); date sent: 11/18/2022. Photo analysis: as per medical safety officer: 1. S/p median sternotomy with sternal wires in place. 2. Dual chamber pacemaker present with one atrial and one ventricular lead. 3. Linx device noted below the diaphragm. The device appears to be intact. A hands-on analysis is necessary to determine the cause of failure.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2022. Additional photo analysis: as per medical safety officer: the photographs reviewed appear to demonstrate erosion of the linx device into the esophageal lumen. The photos provided shows the weld ball disconnected from a bead.

Manufacturer narrative:
(B)(4). Date sent: 3/8/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number: 20394, and no non-conformances were identified. Additional information: ai in the op report explant on (B)(6) 2021: patient developed recurrent symptoms of reflux. Linx was in good position during explant. Recurrence of the hiatal hernia. Food impaction.

Manufacturer narrative:
(B)(4); date sent: 2/15/2023.

Manufacturer narrative:
(B)(4) 4/17/2024. Investigation summary: a linx device with two visible weld balls disconnected from washers was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld balls, show no anomalies for a device that has been reasonably changed as part of the explant procedure., tooling marks were noted in some beads. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. Both washer through-holes at the separation were measured and was greater than the specification. The washer through-holes were non-concentric with small amount of material displacement at the outer edge of the through holes. The overall appearance of the surface of the washers exhibits loss of shape. The top view of the diameter of the exposed weld balls was measured. This diameter is within the specification. The weld balls were concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device 20394 number, and no non-conformances related to the malfunction were identified.